Manufacturer narrative:
No lot number available up to now.

Event description:
It was reported that the patient desaturated shortly after a vertebroplasty in which vertecem ii was used. The oxygen saturation dropped shortly after the procedure was completed. Computerized axial tomography(CT scan)showed a small pulmonary embolus(pe), but nothing that would support the amount of desaturation that took place in the surgeon's opinion. The surgeon suspects a possible systemic reaction to the cement. Another surgery procedure for (B)(6) 2015 was cancelled due to the patient's reaction. The patient is now fully recovered and doing fine.